Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The low battery alarm functioned properly. The insulin pump programmed with the current time and date and monitored for several days. The time and date functioned properly and no unexpected white display noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized high readings and off no power without low battery indicator from the insulin pump. The customer was diagnosed with diabetic ketoacidosis. The customer had a blood glucose of 1350 mg/dl was in the hospital. The customer was treated with shots. The customer stated that the screen kept going off "white". The customer did not receive a low battery alert prior to the off no power alert. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.